Event description:
The customer reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse and the system operates as intended.